Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. It was indicated that there was less insulin in the reservoir than what the status screen indicated. In addition, the customer takes prenatal vitamins and pregnant/folic acid. Suggested the customer to call the doctor to discuss possible cause of low bgs. The alarm history was reviewed and showed some alarms. The customer bolused more because of their diet. The customer is pregnant and has sinus infection.